Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for twelve days for the event of peritonitis. On an unknown date, the patient started treatment with broad spectrum antibiotics intraperitoneally (dose, frequency and name of antibiotic not reported). The patient's pd catheter was removed on an unknown date and the patient was switched to hemodialysis. On an unknown date, the patient completed the antibiotic treatment. The patient was recovered from the peritonitis event. No additional information is available.